Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported patient underwent an initial hip procedure on an unknown date in 2006. Subsequently, patient was revised on (B)(6) 2015 due to instability. All products were removed.